Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported expired product was implanted in pt surgery. Pt has had an excellent result with the skin. There was no reported injury or adverse consequence to the pt.